Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated, reseated and returned to the optimal operating voltage. All connectors in the mainframe and power motor relay pcb assembly were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.